Event description:
The advocate stated, the customer's contour meter read 100 mg/dl higher compared to another meter. She did not provide the actual readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot and insisted the customer's meter be replaced. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.